Event description:
It was reported that a novum iq large volume pump had an upstream occlusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. Evaluation performed the preventative maintenance test of flow rate accuracy, and the results passed. Upstream occlusion did not alarm during flow. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was undetermined. Release testing will be performed to ensure intended functionality of unit. Should additional relevant information become available, a supplemental report will be submitted.